Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl and 280 mg/dl. Customer stated they found a battery for 10 minutes and insulin pump shut down. Customer declined troubleshooting. The insulin pump will not be returned for analysis.